Manufacturer narrative:
Lot number: the lot was manufactured 06 oct 2018 - 08 oct 2018. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag compounded with gluconate leaked at an unspecified location. The event occurred at the hospital prior to patient use. There was no patient involvement. No additional information is available.